Event description:
It was reported that approximately 95 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 038671-2024-02736. The revision reported was likely the result of instability as reported. A secondary finding would be prosthesis wear of the humeral liner, likely due to unintended impingement of the liner on native bone. However, instability and the cause of the wear cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.